Event description:
It was reported that routine follow up, the right ventricular lead exhibited loss of capture due to rib clavicle crush damage. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis found that all five filars of the outer coil were fractured due to clavicular crush damage at 29.3 cm from the connector pin.